Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken off top part of the battery cap. The rest of the battery cap threads and metal was stuck in the battery tube threads. That portion of the battery cap could not be removed. The functional testing could not be completed due to the physical damage to the battery cap. The insulin pump was received with a corroded battery tube. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump had cracked case at the display window corner and minor scratches on the display window.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.